Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On the same day, it was reported that the patient uses beta bionic ilet pancreas system. The cgm was reading low. It was not mentioned if the patient checked the bg or had symptoms. Took some sweets, juice, and glucagon, the reading from the dexcom did not change and was still tagged as low. She then took a reading from her accu-check glucometer and the reading was "hi". She confirmed that she experienced headache, chest pain, and went unconscious for a few minutes. She was aided by her husband and only took some rest and "maintenance meds." Apart from that, she did not go to the hospital for additional treatment and was treated only at home. She was feeling well during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.